Event description:
The system 5 dual trigger rotary was sent for service and it ran on its own w/o user activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the leafkey housing is stuck in fixture key and the straight pin is stuck in the trigger assembly.